Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
It was reported that during a patient event, their device would not recognize the patient through the defibrillation therapy cable. The customer indicated that they connected the patient with a third party set of defibrillation electrodes (kendall 1310p) and did not retain this particular set of electrodes following the event. The customer was able to use a back up device with an approximate delay in care of two (2) minutes. There was no report of any adverse outcome to the patient during the reported event.